Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the patient underwent a posterior lumbar fusion (l2-l4) for the burst fracture on (B)(6) 2021. It is possible that the cement leaked into the blood vessel during cement injection. After inserting the fenestrated screw (l2, 4), the cement was made as per the surgical technique at 23-degrees-centigrade room temperature and injected after 11 minutes. The viscosity of the cement was confirmed, and the cement was injected in the order from l2 to l4 while checking the front and sides with the o-arm. When cement was injected at l4, 0.2 mm was injected first, and then a little less than 1 mm was injected, the cement injection was stopped because it appeared as if it had leaked into the blood vessel. There was no change in vitals, etc., and the anesthesiologist said there was no problem, so the surgery was completed successfully with a thirty (30) minute delay. The patient is reportedly stable. This report is for cement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.